Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("rash/skin condition"), urinary tract infection ("bladder/urinary problems: utl"), urinary tract disorder ("urinary problems"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("other injuries/symptoms:migraine"), headache ("other injuries/symptoms: headaches"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("other injuries/symptoms: gi conditions") and visual impairment ("other injuries/symptoms: vision problems") and was found to have weight decreased ("other injuries/symptoms: weight loss"), hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, back pain, menorrhagia, metrorrhagia, genital haemorrhage, dermatitis allergic, urinary tract infection, urinary tract disorder, vaginal discharge, migraine, headache, fatigue, gastrointestinal disorder, weight decreased, hormone level abnormal, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, device dislocation, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, apareunia, dyspareunia, back pain, menorrhagia, metrorrhagia, general abnormal bleeding, rash/skin condition, device migration, uti, urinary problems, vaginal discharge, migraine, headaches, fatigue, gi conditions, weight loss, hormonal changes, vision problems, weight gain. Discrepancy: previous date of insertion was (B)(6) 2008. In current ppf date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events abdominal pain, apareunia, dyspareunia, back pain, menorrhagia, metrorrhagia, general abnormal bleeding, rash/skin condition, device migration, uti, urinary problems, vaginal discharge, migraine, headaches, fatigue, gi conditions, weight loss, hormonal changes, vision problems, weight gain were added. Date of insertion and date of removal were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.